Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (25) pcu front case with keypad is being replaced. The customer confirmed no patient involvement.